Event description:
It was reported via phone call that the customer's insulin pump was not uploading, and there were issues with the battery. Customer's blood glucose level 475 mg/dl. No troubleshooting occured. Advised insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump powered up properly after battery installation and no unexpected low battery alarms noted. The insulin pump was able to download properly to carelink pro. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has cracked case at the display window corners and minor scratched lcd window.